Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant did not fit well and came loose from the driver in the surgical field, so the dentist decided to not place the implant. Procedure was completed with another implant.